Manufacturer narrative:
Corrected data: no lot number was provided, therefor a device history report (DHR) review could not be completed.

Manufacturer narrative:
Other text: updated b17, c20, d14 no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable tubing was leaking where the tubing attached to the cassette. Lot number is unknown.